Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 450 mg/dl. The customer states they have tried all remedies and do not want to troubleshoot. The patient has tried different cannula lengths. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted. (B)(4).